Event description:
Reporting status: death. Reporting rationale: failure to cross the lesion resulted in a failure to treat the vessel injury, pt subsequently died. Device issue: failure to cross. This event is being conservatively filed based on the pt's death. It was reported that the pt experienced cardiac arrest three times, upon arrival. It was not possible to deploy the device across the dissection, as the vessel was too tortuous. The pt expired the next morning from failure not related to the perforation or the use of the jostent. No additional event or pt information is available.